Event description:
Philips respironics rec'd info from another medical device MFR that a child diagnosed with cerebral palsy had expired after becoming entangled with circuit tubing that was in use with a CPAP device. The medical MFR confirmed that they were the manufacturers of the circuit tubing and CPAP device, but the mask in use at the time of the event is believed to be manufactured by philips respironics. The medical device MFR reported the child was using the CPAP device while unattended and was discovered with the tubing wrapped around his neck. The CPAP, tubing and mask have been quarantined by the sheriff's department in (B) (6).

Manufacturer narrative:
Initial info from the MFR of the CPAP and tubing indicated the child was using a respironics, inc. Comfort gel full facemask. The durable medical equipment (dme) supplier who furnished the CPAP, tubing, and mask confirmed the child had two different style masks and it has not been verified which mask was in use at the time of the event. Product labeling for the comfort gel full facemask (comfort gel full instructions for use) states: "the mask is to be used on pts (B) (6) who are appropriate candidates for noninvasive ventilation. This mask should not be used for pts who are uncooperative, obtunded, unresponsive, or unable to remove the mask." The comfort gel full facemask does not have specific clearance for pediatric/child use. Based on all available info, philips respironics concludes the comfort gel full facemask was a concomitant device associated with the reported event and that the mask was being used in an off-label manner. No further action is appropriate. The mask was not returned to the MFR for eval.